Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a right ij trialysis catheter and was receiving cvvhdf via the prismaflex #8 machine. She was sitting up talking with her nurse when all of a sudden she grabbed her right cheek and then became unresponsive. She was disconnected from the prismaflex and taken to head CT. CT showed gas within multiple vessels throughout the brain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had a right ij trialysis catheter and was receiving cvvhdf via the prismaflex #8 machine. She was sitting up talking with her nurse when all of a sudden she grabbed her right cheek and then became unresponsive. She was disconnected from the prismaflex and taken to head CT. CT showed gas within multiple vessels throughout the brain. Additional details received: on (B)(6) 2018-facility reported patient expired. Facility states, death is associated with prismaflex machine; not the trialysis catheter.